Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the anterior side assessed as surgical damage opening. Additional observations. Crease flat observed on the device. White particle observed inside device.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.